Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer¿s blood glucose value was about 44 mg/dl. The customer was treated with carbohydrate. The customer experienced different blood glucose level of 258 mg/dl. The customer was treated with bolus from insulin pump. Troubleshooting was declined for high blood glucose as well as low blood glucose. Insulin pump will not be returned for analysis.